Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition and visibility/palpability.

Event description:
Healthcare professional reported ¿prosthesis has rotated¿ and ¿deformed the breast¿. This record is for an unknown side. Device was explanted and replaced.

Event description:
Healthcare professional reported ¿prosthesis has rotated¿ and ¿deformed the breast¿. This record is for an unknown side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ malposition: unable to observe through visual inspection as it is a physiological phenomenon. ¿ gel bleed: not observed since no gel is out of the device and the weight is within specification. None of the other observations performed during the device analysis (deformation) is found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b1, b3, b.5., h.6.

Event description:
Healthcare professional reported ¿prosthesis has rotated¿ and ¿deformed the breast¿. Later healthcare professional reported "silicone perspiration, folds, waves, rotation, capsular contracture baker grade I". This record is for the right side device. The device was explanted and replaced. The device will be returned.